Event description:
It was reported through a clinic note dated (B)(6) 2010 that a vns pt was seen for a follow-up on seizures. The note indicated that the pt's last seizure was (B)(6) 2010 and it was prolonged that the pt had to go to the ER. The magnet was reported to be ineffective at the time. Vns was interrogated but no programming changes made. Magnet diagnostics showed no abnormalities but swipe did not appear in the log. Pt felt magnet stimulation when swiped. Further info was received from a company representative indicating the pt underwent generator replacement surgery. An implant card was received indicating the pt underwent generator replacement surgery due to prophylactic replacement. Good faith attempts to obtain additional info from the treating neurologist regarding the pt's increase in seizures and relationship to vns have been unsuccessful to date. Attempts to obtain the explanted generator have also been unsuccessful to date.